Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2019. The customer¿s blood glucose level was 14 mg/dl at the time of incident and the current blood glucose level was 154 mg/dl. The customer had gone up to 450 mg/dl as well. The customer was assisted with troubleshooting. The customer was treated with insulin and manual injection for high blood glucose level and was treated with glucose and carbs for low blood glucose event. During hospitalization, customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced no symptoms related to high blood glucose event. Customer was alleging insulin pump was over delivering. Customer stated that the drive support cap appears to be normal. The customer also stated that the insulin pump was dripping from end of set before connecting at their site. Customer was unable to upload to carelink. The insulin pump will not be returned for analysis.